Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported that the endoscopic image was intermittent during preparation for an otorhinolaryngoscopy. The device was used in combination with the olympus endoscope enf-v2. The customer replaced the device to another device and completed the procedure. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to the service department of olympus trading (shanghai) limited for inspection. The device inspection confirmed that the endoscopic image did not appear when the connector was swayed. From the repair history of the device, it was confirmed that the connector unit had been repaired once in the past. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, olympus medical systems corp. (Omsc) assumed that the reported event was caused by the defect of the printed circuit board due to long-term use. If significant additional information is received, this report will be supplemented.